Event description:
It was reported that patient's right ventricular (rv) lead exhibited high threshold. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.